Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed upstream occlusion. The patient had been unable to locate the reservoir and could not identify the transparent cassette with medication inside the bag. Per reporter, the battery had been removed, the bottom of the pump was gently tapped, and the pump was restarted. However, the alarm persisted. Patient also stated that they could not close the clamp. The patient was redirected to their healthcare provider. The event occurred while in use with a patient at patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.